Manufacturer narrative:
Date of event: (B)(6) 2021. During the inspection of the returned device, the male connection on the cable was damaged, loose and not suitable for use. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause was from wear and tear from repeated use. The wear and tear caused by frequent use in connection with repeated extreme bending or tensile loads most likely led to the breaking of single or all the wires in the cable. This can cause a voltage spike at the damaged area when the generator is activated, which may result in a spark. The instructions for use informs users to use a replacement device if the cable is not suitable for use and users should inspect the device prior to use. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. If additional information is obtained at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
A demo hf-cable, bipolar was sent in to the olympus service center with no customer allegation. Upon inspection and testing of the returned unit, the male connection on the cable was damaged and loose. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.